Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 19-jun-2025. Investigation - evaluation: device evaluation: the device evaluation of (B)(4) lot c2206926 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device evaluation device took place on 06 nov 2024 and a re-evaluation took place 13 feb 2025. Red safety tab not returned. Directional button is in the recapture position. Red shuttle is on the 5th dimple. Safety wire returned in place. Kink observed just before the zip port. Kink observed in the clear section. Handle is actuating for deployment and recapture. Unable to deploy stent. Safety wire removed with no issue. During device re-evaluation break was observed on outer catheter below the yellow marker. The reported failure of a fracture in the area of the metal stent was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2206926 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2206926 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause could be attributed potentially to tortuous patient anatomy it is possible that during advancement to the target site tortuous patient anatomy may have caused the break observed on the flexor and led to stent deployment issues reported by the customer. It is known from the available information that resistance was encountered during advancement. The kinks observed on the flexor likely occurred during transport back for evaluation. It is known from the available information that no other defects were observed by the customer. Confirmation of complaint: complaint is confirmed based on visual and functional inspection. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer after insertion into the channel and advancement to the stenosis, the stent could not be released. After removal of the delivery system, a fracture was found in the area of the metal stent (proximal). Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was successfully completed with the replacement product investigation findings conclude a possible root cause possible that during advancement to the target site tortuous patient anatomy may have caused the break observed and led to stent deployment issues reported by the customer. It is known from the available information that resistance was encountered during advancement.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-jun-2025. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Another evolution metal stent was required. The procedure was successfully completed with the replacement product. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent could not retrieved . The stent is broken . "As per cc form": after insertion into the channel and advancement to the stenosis, the stent could not be released. After removal of the delivery system, a fracture was found in the area of the metal stent (proximal). A section of the device did not remain inside the patient¿s body. The patient did no require any additional procedures due to this occurrence. Another evolution metal stent was required. The procedure was successfully completed with the replacement product according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? After inserting the evolution in the patient and right before placement. 2. What endoscope type and channel size was used? Olympus tjf190, working channel 4.2 3. What was the position of the elevator? Open 4. Details of the wire guide used (diameter, type, make)? Boston jagwire, 0.035¿, 450cm. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. Yes, stent was forwarded to the stenosis. 7. Please advise the anatomical location of the intended target site. Dhc, biliary duct. 8. How long was the stent in the patient by the time this complaint occurred? Appr. 2 mins. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. N/a. 10. If yes, how often was this completed? N/a 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no. Yes. 12. What intervention (if any) was required? Another evolution metal stent was required during this procedure. The procedure was successfully completed with the replacement product. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same day, same intervention. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. No. The defect was observed after returning the evolution. 15. If yes, please specify what was observed and where on the device it was observed. N/a. Stricture information: 1. What was the length and diameter of the stricture? Appr. 3-4cm in length, no info for diameter. 2. Where was the stricture located in the body? Stricture in the dhc. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. No. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. No. 5. Was the stricture dilated before stent placement? N/a yes, no. No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, yes, no. Yes. 2. Was resistance felt during insertion into patient? N/a, yes, no. No. 3. If yes, at what point? N/a. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other deployment; stent could not be opened/released. 2. If other, please specify n/a. 3. Was the directional button pressed during use? N/a, yes, no. No 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. Yes 5. Was the yellow marker kept in view during deployment? N/a, yes, no. Yes, but stent could not be opened/released. 6. Are images of the device or procedure available? N/a, yes, no] no. Questions related to during introducer withdrawal 1. Are images of the device or procedure available? N/a, yes, no. No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no n/a, stent could not be opened/released. 3. If yes, what was used? N/a. 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no no 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no n/a 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other n/a 2. If other, please specify. N/a 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no yes. 4. If yes, please when this was felt? Advancement or deployment when the stent was supposed to be released, the release mechanism did not work. The stent could not be opened. 5. How did the physician deal with this resistance? Evolution was withdrawn from the working channel. 6. Was the lasso (suture) loop used during repositioning n/a.